Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 concomitant. H3, h6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo and x-ray investigation revealed proximal edges of the device were broken, based on the x-ray evidence the condition of embedded device was able to be confirmed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the reamer head f/ria 2 ø13 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # 03.404.022s, synthes lot # 7163p66, supplier lot # 7163p66, release to warehouse date: 15 aug 2023, expiration date; na, supplier: (B)(4). No ncr's generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the reamer head f/ria 2 ø13 broke off into the patient, and not all fragments were retrieved. The ria 2 bone harvesting kit l520 also broke, but all fragments were retrieved. The drive shaft f/ria 2 l520 required inspection due to contamination, and it was unclear if it was broken. The event description indicates that the reamer head f/ria 2 ø13 was embedded within the patient, while the ria 2 bone harvesting kit l520 and drive shaft f/ria 2 l520 were not associated with retained fragments. There was no reported patient consequence or involvement for any of the devices.